Event description:
It was reported that the nurse applied the pico 7 the 8. August without any problems. After 3 days (august 12), the patient discovers that the pump was not working. There were no alarms. When he restarted the pump all the icons lit up at once and then the pump stopped and it could not be restarted. Nothing has happened to the patient and a new pump has been applied without problems.